Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was receiving no delivery alarms a little while after changing the infusion set and reservoir. Blood glucose value is 420 mg/dl. Customer stated the insulin did not exit the tubing and the insulin pump alarmed no delivery at fixed prime. Customer performed manual prime and the insulin did not exit and there is greater than normal resistance with plunger push. Nothing further reported.